Manufacturer narrative:
Hamilton medical ag reference number : (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following description: the device displayed a blower error during use and stopped ventilating. The patient was moved to another ventilator. No harm to the patient was reported. Log file analysis confirmed a sequence of blower related technical events (te244018, te231009) followed by multiple technical faults (tf431001, tf446029, tf1446029, tf1485001, tf1746004), leading to automatic transition into ambient state and loss of active ventilation.